Manufacturer narrative:
Analysis of the AED's electronic log files confirmed the reported issue. On 10/02/2025, during an automated self-test, the AED identified a service code potentially related to a low battery condition and alerted the user by flashing the red asi and emitting audible chirps. The device continued to flash and chirp until (B)(6) 2025, when the service code was cleared by a manual self-test. On 10/17/2025, the AED again identified a service code potentially related to a low battery condition during an automated self-test and alerted the user by flashing the red asi and chirping. The AED continued to attempt to alert the user until (B)(6) 2025, when the service code was cleared by another manual self-test. During troubleshooting on (B)(6) 2025, the customer was advised that if the service code recurred, the battery should be replaced. On 11/09/2025, the AED again identified a service code potentially related to a low battery condition during an automated self-test and continued to alert the user by flashing the red asi and chirping. The device remained in this alert condition until 12/12/2025, when the battery became fully depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the aeds red asi indicating the unit needs attention or servicing.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.